Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as an open but not draining wound on the back under the te pad. It was also reported the patient was bedridden and there was constant pressure under the equipment. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an ointment for the wound. Outcome of the wound is unknown as the patient has since passed away. There is no indication that the wound caused or contributed to the patient¿s passing.